Manufacturer narrative:
.

Event description:
The customer stated that routine controls for multiple tests were recovering erratically and results were not matching on the p module analyzer. In addition, one patient sample had an erroneous result reported outside of the laboratory for crea creatinine jaffe method (crea). The sample initially resulted as 8.03 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The physician questioned the result because the bun result on the same sample was 15 mg/dl. The sample was repeated, resulting as 0.63 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The crea r1 reagent lot number was 13268901, with an expiration date of 05/31/2018. The crea r2 reagent lot number was 15734801, with an expiration date of 08/31/2018. The field service engineer determined that there was low vacuum or intermittent stoppage of the vacuum, causing a fluidic failure. He removed and cleaned a vacuum valve. He ran mechanism checks, a precision study, calibration, and controls; these recovered within the customer specifications and roche specifications. The customer confirms that there have been no further issues since the completion of these actions. The investigation determined the affected valve switches vacuum to high and low concentration vacuum bottles. A defect or clog in this valve may affect the vacuum available for emptying cuvettes.